Event description:
It was reported that the device had a power on reset (por). The device was reset to previously programmed settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A critical ram parity error occurred in address "0f ef" on 2014-(B)(6). The power on reset severity is low so the device should be able to fully recover after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).